Event description:
It was reported that during a prostatectomy with lymphadenectomy robotic laparoscopic procedure, during dissection, there was a high priority alarm for monopolar curved shears (mcs) causing loss of teleoperation on the arm cart assembly (aca, sn - (B)(6)). Instrument was removed as broken instrument and reattached and used for remainder of the procedure. No injury to the patient.

Manufacturer narrative:
Continue to d10: product ID: mrasi0001 sn:(B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: b5, d1 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated that a monopolar curved shears was connected to a sterile interface module that was attached to arm cart assembly 4. At seventy-nine minutes of use, the monopolar curved shears threw an error code for 'shears over-torque'. As an after effect of this error code, the instrument drive motors (idu) will be turned off, so the instrument will need to be removed following the broken instrument workflow. When the idu motors are off, tele-operation is not possible for the arm cart. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on a separate component of the system, the monopolar curved shears. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the dissection of a robotic laparoscopic prostatectomy with lymphadenectomy procedure, there was a high priority alarm for the monopolar curved shears, causing loss of tele-operation on the arm cart assembly. The monopolar curved shears was removed following broken instrument protocol, then reattached and used for remainder of the procedure. There was no injury to the patient. Pli - 20, 30: it was reported that during a prostatectomy with lymphadenectomy robotic laparoscopic procedure, during dissection , there was a high priority alarm for monopolar curved shears (mcs) causing loss of teleoperation on the arm cart assembly (aca, sn - (B)(6). Instrument was removed as broken instrument and reattached and used for remainder of the procedure. No injury to the patient.